Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was heavily calcified. The 2.5x15 mm trek otw balloon dilatation catheter (bdc) was used to treat the lesion. During removal, the shaft separated and a snare was used to successfully remove the device. No resistance was noted during advancement or withdrawal. It was noted that the separation may have been due to the patient anatomy as it was severely calcified. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported separation and unexpected medical intervention appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was noted by the account that the separation may have been due to the patient anatomy as it was severely calcified. In this case, it is likely that the bdc was inadvertently mishandled during advancement such that the shaft became kinked and ultimately separated upon further manipulation during removal. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d9, h3: correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.